Manufacturer narrative:
It is not known which device if any were involved in the endoleaks, therefore both devices are being investigated. Concomitant medical products: additional device: tgu454520, lot# 18488254, UDI information: (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent treatment of a thoracic aortic aneurysm, measuring 64mm, in zone 0, with gore® tag® thoracic branch endoprostheses and two conformable gore® tag® thoracic endoprostheses as distal extension to the aortic component. A gore® dryseal flex sheath was utilized for access. According to the report all devices were positioned and implanted without issue. On (B)(6) 2018 a type iii endoleak was discovered. On (B)(6) 2018 a type ii endoleak was discovered. The maximum aortic diameter was 69mm. The event is ongoing.